Event description:
A customer reported experiencing a past event of low blood glucose (bg), with the lowest level recorded at 52.2 mg/dl. The cause of the low bg was unknown. The customer consumed glucose tablets to address the low level and used a pump with ciq software enabled at the time. Control-iq feature was active, and the customer did not require third-party assistance. Customer support recommended consulting a healthcare provider to understand factors affecting blood glucose levels, and the customer acknowledged this advice.